Event description:
It was reported that stent damage occurred. An 8.0-21mm carotid wallstent monorail stent was selected for use. During preparation as the stent delivery system was being removed from the carrier tube it was observed that the stent was bent. The procedure was completed with another of the same device and no patient complications were reported.